Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had unintentionally turned on the feature lock setting. Blood glucose was 117 mg/dl. The customer corrected the pump time and resumed insulin therapy.